Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The de novo target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). The lesion was predilated with a 3.5x10 balloon and then a 3.5x20mm promus element stent delivery system (sds) was advanced to the lesion. The stent was successfully deployed in the lesion at 12atms and the proximal segment of the stent was postdilated with a 3.5x10 balloon. The balloon catheter was removed from the patient and when the physician attempted to insert the balloon catheter a second time, resistance was noted when passing the device through the first stent struts. Angiography revealed a dislocation at the first segment of the stent and a reduction in length. The procedure was completed with further postdilation and a 4x9mm non bsc stent was implanted in the proximal segment of the previously placed promus element stent. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed. The lesion was not predilated a previously reported but rather direct stented with the 3.50x20mm promus element stent at 14atms, not 12atms. The lesion was postdilated with a 3.5x10 non bsc balloon. The physician experienced difficulty while attempting to advance the balloon catheter through the deployed stent. The balloon was inflated in the mid segment of the stent at 18atms. While removing the balloon catheter, the physician experienced withdrawal difficulties inside the first mesh of the stent. The balloon catheter was removed from the patient and angiography showed a ¿dislocation¿ at the first segment of the stent along with thrombosis. The proximal segment of the stent was postdilated with multiple balloons, sizes 2.0mm, 2.5mm, 3.0mm and 3.5mm. A 4.0x9mm non bsc stent was then deployed in the lesion at 14atms, overlapping the proximal segment of the previously deployed promus element stent. The procedure was completed with an optimum final result and timi 3 flow along with resolution of the thrombosis.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).